Event description:
Starting in about (B)(6) 2021, I noticed the blood sugar readings increasing. I started increasing dosage to compensate. I heard about the recall and then noticed there was no clear plastic ring on the pump. In (B)(6), I called medtronic notified them about the problem, and they sent another which arrived the next day. However, my blood sugar readings were elevated for about 10 months. The effect was an increase in hba1c levels. I noticed the increase in hba1c after downward trend after the clear plastic ring came off. FDA safety report ID # (B)(4).